Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The high current drain condition was related to an intergrated circuit. The exact cause could not determined because the integrated circuit was damaged during analysis.

Event description:
It was reported that there were multiple unsuccessful attempts to interrogate the device. Premature battery depletion was also suspected. The device was explanted and replaced. There were no patient complications reported with this event.